Event description:
It was reported that cadd-legacy plus pump alarmed ?lec 1815 error'. No patient or clinician injury.

Manufacturer narrative:
Other, other text: additional information was received indicating issue was found upon turing unit on and preparing for use, there was no patient use. Device evaluation (completed 14-apr-2022): one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of "error code 1815." Functional testing was performed and the reported issue was confirmed. The investigation determined that a defective motor was the cause of the reported issue. The motor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that (B)(6) pump alarmed lec (B)(4) error'. No patient or clinician injury.